Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that on (B)(6) 2020 ¿ patient presented to clinic with pain and drainage at exit site. Treated with 2 weeks of doxycycline. Cultures negative at initial clinic visit and drainage resolved following treatment. Now patient off antimicrobials and followed by ID. Continued plan of care to monitor outpatient.